Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt said they were seeing the settings not available message when they try to turn their stimulation up in any of their groups (pt can turn stimulation down). Pt said they had tried taking the battery out to reset and after a while it had started working but then this morning it had started having the same issue again. The patient was redirected to their healthcare provider to further address the issue. Pt said their current healthcare provider (hcp) does not work with mdt devices and pt said they no longer follow up with their implanting hcp (lied to pt and was rude to wife). Pss also sent email to reps for further assistance. No symptoms were reported. Additional information was received from a field rep. Caller met with patient today and stated all contacts are red, over 40k ohms on 0-7 lead and on 8-15 lead about half are red, 40k ohms and other half are green. Caller stated patient was getting CT scan today (tss didn't ask if this was related to current issue) but caller reviewed imaging the managing hcp had on file for the patient and didn't see any visible fractures or any contacts out of the header block. Caller mentioned that patient was programmed on contact 10 with high impedance but they were able to program a contact above and below, increase stim to 5.8 ma to where patient felt stim and didn't hit oor. Tss reviewed impedance troubleshooting (checking different reference electrodes, looking at numerical values vs. Colors), intra-op testing of the lead and that ultimately lead(s) may need to be replaced. Additional information was received from patient stating device failed and shorted out. The issue was not resolved. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated "the ins has failed" pt clarified the ins shorted out - has gone defective for the past 2 months. Pt stated the local rep met pt at the hcp office and verified the leads have shorted out. Rep met with the hcp and now he is waiting for approval to remove / replace the ins. Pt stated he was told that they are waiting for an authorization from medtronic. Pt stated he is in pain every day without therapy pss is sending a message to the field requesting someone reach out to pt about status of insurance authorization- additional information received. Cause not determined. The current managing physician, dr. (B)(6), is trying to obtain authorization from the patient¿s insurance to do a revision/replacement of the leads in question. After reprogramming to avoid the affected contacts, and after trying the new programming for 1 week, the patient reported no improvements in therapeutic effect. Additional information received. Patient reported ins stopped working, they met with rep who indicated ins had failed. Took 2 months to get approval for replacement. Ins wouldn't charge or change settings. It was reported patient had high impedance. 40,000 observed on contacts 0, 1, 2, 3, 4, 5, 6, 7, 10, 12, 13. Rep reported they used various reference electrodes to see if the impedances changed. No change. Tried to program around the "bad" contacts, but could not achieve a therapeutic level of pain relief. The leads were explanted with replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead correction done on lead (sn: (B)(6)) to reflect correct outcome code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.